Event description:
It was reported that this arctic sun device was not cooling and would like to send it in for the 2000 hour service. There was a failed mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Installed test mixing pump in order for chiller to work. The mixing pump is not pulling the proper amount of water from the circulation tank and pumping it into the chiller tank was confirmed. Mixing pump head was replaced. The device underwent pm servicing while in for repair. Replaced the circulation pump head. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold, and coin cell. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that this arctic sun device was not cooling and would like to send it in for the 2000 hour service. There was a failed mixing pump.